Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "no disposable pump will not run". Patient was not affected. The patient stated his pump was alarming and the screen reads no disposable clamp tubing. The pump was stopped and continued to alarm. Resolution volume was 93.6 ml, rate was 2.3 ml/hour, given was 11.10 ml. The patient denied any air in the tubing. They instructed the patient to turn the pump off, close a clamp on the tubing and remove the cassette. Bubbles observed in the tubing that extends across the top of the cassette. Tubing massaged and cassette tapped lightly on a firm surface. Cassette reattached and pump started. The screen reads no disposable pump will not run. Above steps repeated a second time with the same results. Pump powered down and the clamp closest to the port was closed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.